Event description:
It was reported to target that during a guglielmi detachable coil embolization procedure the coil of the guglielmi detachable coil prematurely detached. This malfunction had no impact on the pt's health.